Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. The lead remains in use. No patient complic ations have been reported as a result of this event.